Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phenoobarbital (phbr) results were obtained from two levels of non-vitros thermofisher mas omnicore (mas) lot ocr2511 and two levels of vitros therapeutic drug monitoring performance verifier (tdm pv) fluids using vitros phbr slide lot 2509-0098-2012 tested on two different vitros xt7600 systems. The most likely assignable cause of the event is a combination of improper vitros phbr cartridge handling and improper fluid handling protocol with the control fluids. In the instances where vitros phbr results obtained from vitros tdm pv fluids that met potential health and safety criteria were obtained, the customer either did not allow the slide cartridge to equilibrate to room temperature for 1 hour after removing from frozen storage as indicated in the vitros phbr instructions for use (IFU), or didn¿t allow vitros tdm pv fluids to equilibrate to room temperature for approximately 10 minutes for refrigerated material as indicated in the vitros tdm pv IFU, or the vitros tdm pv fluid was of very low volume in the vials and acceptable results were obtained from new vials of the same lot number. Vitros phbr within-run precision testing was acceptable, indicating vitros phbr slide lot 2509-0098-2012 was performing as intended on one of the vitros xt7600 integrated systems. Since two different vitros xt7600 integrated systems were affected, an instrument related performance issue did not likely contribute to the event. However, since diagnostic within-run precision testing using the vitros crbm assay, which is used to assess the performance of the immunorate subsystem of the vitros instruments was not performed, an instrument related performance issue cannot be completely ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros phenoobarbital (phbr) results were obtained from two levels of non-vitros thermofisher mas omnicore (mas) lot ocr2511 and two levels of vitros therapeutic drug monitoring performance verifier (tdm pv) fluids using vitros phbr slide lot 2509-0098-2012 tested on two different vitros xt7600 systems. J76000973 mas level 1 phbr results of 14.6, 33.6, 14.9, and 15.9 ug/ml vs. An expected result of 12.06 ug/ml. Vitros tdm pv I lot r9719 phbr results of 9.50, 15.2 and 15.1 ug/ml vs. The range of means midpoint of 12.56 ug/ml. J76001074 vitros tdm pv I lot r9719 phbr result of 9.48 ug/ml vs. The range of means midpoint of 12.56 ug/ml. Vitros tdm pv ii lot t9720 phbr result of 21.9 ug/ml vs. The range of means midpoint of 28.66 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected quality control samples were non-patient quality control samples. However, multiple unidentified samples were processed with vitros phbr slide lot 2509-0098-9932 within the timeframe that could have potentially been patient samples. The customer made no indication that patient sample results were affected and there were no reported allegations of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Event description:
This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
Updated the UDI in field d4 to include device identifier (di) and production identifier (pi) per email request from FDA on 11 june 2024.